Manufacturer narrative:
Visual inspection: during the investigation, visible bloody deposits in the reservoir were determined. Permeability test: a permeability test has shown that the progav 2.0 and the reservoir are permeable while the shuntassistant 2.0 has a blackage. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the progav 2.0 does not operate within the accepted tolerance in the horizontal position. A reduced outflow of progav 2.0 was determined. Because the shuntassistant 2.0 is not permeable, a computer controlled test is not possible. Adjustment test: the progav 2.0 was tested and is not adjustable. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected. However, the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valves, deposits were found. Results: based on our investigation results, we have determined that the progav 2.0 is non-adjustable and had a slowed outflow, furthermore the shuntassistant 2.0 is blocked. The deposits found in the valves led to functional impairments. Furthermore, we have detected visible deposits in the reservoir. These deposits did not affect the technical performance at the time of the investigation. Deposits caused by substances naturally present in the body, such as protein, blood, or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic deposits can compromise the integrity of the valve. A defect at the time of release can be excluded. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav 2.0 shunt system (#fx609a) was implanted on (B)(6) 2025. According to the complainant, the shunt system caused an under-drainage. The patient underwent a revision procedure on (B)(6) 2026. No patient complications were reported as a result of the revision procedure.